Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace lead impedances greater than 2,000 ohms. No other lead observations or adverse patient effects have been reported. The physician planned to continue to monitor this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited continued high out of range pacing impedance measurements greater than 2,000 ohms in addition to high threshold measurements. An invasive procedure was performed. The device was explanted and replaced and the pace/sense portion of this lead was surgically abandoned and a new rv pace/sense lead was implanted. The shock portion of this lead remains in service. No additional adverse patient effects were reported.